Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing, resulting in short false episodes. During the lead replacement procedure, the physician visually confirmed that the rv lead had insulation abrasion. The rv lead was explanted and replaced. The patient was in stable condition.